Event description:
It was reported that defect was detected after surgery during instruments inspection during cleaning and sterilization. The surgery was completed and there was no problem with patient. The preliminary investigation reveals shaft distal temperature damaged. According to pictures available, the insulation is damaged. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).